Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor failed to sound an alarm for an apnea condition. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the bedside monitor failed to sound an alarm for an apnea condition. No pt harm was reported.